Event description:
It was reported that the left ventricular (lv) lead thresholds had increased within about 3 weeks after implant. It was also reported that the threshold went back down one week later. The lv lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the product surveillance registry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).